Event description:
It was reported that a patient's implantable cardioverter defibrillator was found in backup vvi mode after magnetic resonance imaging was performed despite the device being MRI compatible. High voltage therapies were disabled as a result. The patient's device was restored to the original mode, and the patient was stable throughout.